Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Technical support assisted the customer in updating the target blood glucose setting and advised consulting with a healthcare professional for future updates. The customer understood and acknowledged the guidance provided.